Event description:
It was reported that the ilet issued low-glucose alerts while the user's glucose was 87 mg/dl, and the user also experienced two early-morning hypoglycemic events after a nocturnal meal announcement without food intake; device logs confirmed low-glucose alerts and notifications consistent with system performance. Symptoms included hypoglycemia to a nadir of 51 mg/dl accompanied by shaking and malaise. Outcomes included self-treatment with oral glucose and recovery without medical intervention or hospitalization. Investigation included review of downloadable device data and alert history. Investigation of this case revealed appropriate device-generated alerts and accidental user-initiated meal bolus during sleep that contributed to rapid glucose decline. It was concluded that the device functioned as designed and that user interaction led to the reported hypoglycemia and perceived alert discrepancies.